Event description:
On (B)(6) 2012, the distributor contacted animas alleging that the pump did not recognize the cartridge and there was a load step issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4):a review of the black box shows several "no cartridge detected" warnings. The black box information indicates the pump was only in use for two weeks. During investigation, the pump stopped at 205 units during the load step. A cartridge was inserted and primed, and the pump emitted an occlusion alarm after running the basal program. Investigation revealed the force sensor is out of calibration. The pump was opened for further investigation and a pcb component of the force sensor circuit was found to be misaligned. (B)(4).